Manufacturer narrative:
Based on the results of the investigation, the root cause for the damage could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the power switch plastic cap was torn with the ac inlet damaged (cracked). There was no patient involvement.